Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU during catheter insertion in the patient's right subclavian, the guide wire "lost its shape" making insertion difficult. It was not necessary to open a new kit as the doctor managed to complete insertion despite the difficulty. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was an (B)(6) yr/old male.